Manufacturer narrative:
The customer reported that two small tabs of lid of the needle container are easy to close but the white, big one can be easily opened force required for lid pull off is to be greater than 8 lbs. A review of the complaint was performed by the supplier and once sample were received all cap pull off tests were greater than 8lbs. No CAPA is needed at this time because all samples received passed bdsds required cap pull off tests of 8lbs or greater. DHR review shows no ncr¿s were raised during the production of this lot. All testing was within specification.

Event description:
It was reported with the use of the bd sharps container there was an issue with the lid opening to easily. There was no report of injury or further medical intervention.

Manufacturer narrative:
The manufacturing location for this product is premium plastic solutions, llc. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ sharps container there was an issue with the lid opening to easily. There was no report of injury or further medical intervention.